Manufacturer narrative:
(B)(4). Eval results: (endoleak, renal failure, infection, pulmonary complications).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 11 months ago. A left iliac to superior mesenteric artery bypass and plication of the celiac artery occurred in preparation for a 7 cm thoracoabdominal aneurysm repair in the area where a thoracic stent graft existed. The first stent graft, a 46x44, was positioned to achieve overlap within the old stent graft. A second 46x44 stent graft was deployed to achieve overlapping with the first new stent graft. Next a third 46/44 stent graft was deployed to achieve more overlap. A fourth stent graft, a 46x46 distal cuff was then deployed with the bare springs covering the renals and the fabric sparing coverage. This was placed accurately but had insufficient overlap between the distal piece and the preceding piece. For this reason another 46x46x112 main stent graft was deployed to bridge the gap. An aortogram showed an excellent result with no endoleak. There was brisk filling to the renal arteries and superior mesenteric and celiac artery via retrograde flow. In the days following, the pt experienced respiratory complications, renal failure, and sepsis. The pt's condition necessitated a tracheotomy, a ventilator, dialysis and antibiotics. The pt was eventually weaned from the ventilator, the trach was capped off and the antibiotics were discontinued. The pt was discharged to a long term care rehabilitation facility were they remain. (MFR 2953200-2011-00084, 2953200-2011-00085).